Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was being placed on impella 5.5 support for multivessel coronary artery disease (cad) intervention. The team was unable to deliver the impella 5.5 pump despite all efforts. The native anatomy was unable to be traversed and so instead a impella cp was placed. No harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.